Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, loss of capture was noted on the right atrial (ra) lead. The loss of capture was suspected to be the result of dislodgement of the ra lead due to patient anatomy. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.